Event description:
It is reported that a customer's insulin pump does not work properly. The customer states that the backlight does not turn on. The customer's screen on their pump is blank and the customer has issues turning on the pump. The patient's blood glucose level was 185 mg/dl at the time of the call. The customer stated that there were no significant events that could have led to the issue. The customer was informed that the pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement pump was shipped to the customer. No further information was provided.

Manufacturer narrative:
Insulin pump was received with no button response due to unlocked keypad connector on lcd board. Insulin pump was unable to verify for back light anomaly due to no button response. No blank display or display anomaly noted. Insulin pump received with minor scratched display window, cracked case at display window corners and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.